Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: v052172, implanted: (B)(6) 2008, product type: lead. Product ID: 3387s-40, lot#: v052172, implanted: (B)(6) 2008, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 27-feb-2010, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 27-feb-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that for the last 3 years, around 2017 she has noticed when her stimulation is on her tongue feels like its burning. Patient stated when she first was implanted all her healthcare providers mentioned how perfectly her "probes" were placed. Patient stated she has aged and her brain has shrunk which lead to the leads no longer being in the "optimal position." Patient stated the change in the leads/brain and the tongue burning began around the same time. Patient stated the tongue burning became so bad that she has stopped using her dbs the majority of the time for the past year. Patient stated she will still turn it on occasionally but cannot see to "get steady."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported for about two years they were unable to ¿eliminate tremors¿ and for the past couple days the shaking was worse. If the settings were high to help with the tremors, it made the consumer¿s tongue burn (happened for about the last two years). The consumer stated the healthcare provider (hcp) told them the tremors were a function of the progression of the disease. The consumer had several adjustments, and everyone told them the leads were positioned perfectly. Unrelated pp event captured in pe (B)(4).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting the patient turned her stimulator off last night and she does not usually do that. They reported the physician set her stimulator high to the point where the stimulator burns her tongue. That has been for a couple of years. She saw the elective replacement indicator (eri) message last night. Eri was reviewed. It was also reviewed how to bypass the message and turn stimulation on. They were redirected to the healthcare provider (hcp).